Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an roux-en-y, the suture came out of the needle. No adverse events have been reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the sample noted one needle. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.